Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder signal out of phase. Analysis was unable to perform displacement test due to motor error alarm. Analysis was unable to confirm motor position encoder error alarm due to history file was overwritten. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 10.7 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to MRI. The insulin pump will be returned for analysis.